Manufacturer narrative:
Device received with drive support disk sticking outside noted. The p-cap was able to lock in place. Device passed displacement test, rewind test, basic occlusion test, prime/a33 test, excessive no delivery test , occlusion test, however visual inspection confirmed loos drive support disk.

Manufacturer narrative:
The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
Information received by medtronic indicated that the motor cap of the insulin pump was cracked. Customer stated that they dropped the insulin pump and there was a huge crack over it. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.